Event description:
During a preventive maintenance check, the technician found a cracked weld on the leg support of the lift.

Manufacturer narrative:
Repairs have not been completed. A f/u report will be sent once the repair is complete.